Event description:
During a low anterior resection the ax55g misfired while transecting the rectal stump. There are no further details. There was no consequence to the pt. Clinical follow up: 2/4/97 1405 spoke with contact person, and he stated he would attempt to gather add'l info. 2/4/97 1415 returned the call and said during the case the surgical tech noted the staples were protruding from the device before it had been fired. The tech asked the surgeon if he had squeezed the device and he had not.